Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing device extrusion due to perforation of tympanic membrane. The recipient continues to wear device without issue. Repair surgery is under consideration.